Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode received an inappropriate shock while doing her hair riding in a car. It was noted that the shock was due to muscle noise. The device was programmed to primary vector when the patient received the shock. Positional testing was performed while in the secondary vector which resulted in some muscle noise however, the noise was not being oversensed. The patient will be re evaluated in a few weeks in the clinic. The s-ICD remains in service. No adverse patient effects were reported. Additional information was received that the s-ICD was programmed from primary to secondary and then to alternate. No episodes were observed in alternate. Technical services (ts) noted there was no t wave oversensing and to consider another evaluation in another week. No adverse patient effects were reported. Additional information was received that this patient received additional inappropriate shocks for t wave oversensing in alternate vector. Ts noted the t waves were concerning as they are always present on the presenting electrogram (egm) and are either as tall or taller than the r wave amplitude. Ts recommended obtaining a chest x ray and the clinic is contacting this patient to bring them into the clinic. This s-ICD remains in service.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode received an inappropriate shock while doing her hair riding in a car. It was noted that the shock was due to muscle noise. The device was programmed to primary vector when the patient received the shock. Positional testing was performed while in the secondary vector which resulted in some muscle noise however, the noise was not being oversensed. The patient will be re evaluated in a few weeks in the clinic. The s-ICD remains in service. No adverse patient effects were reported. Additional information was received that the s-ICD was programmed from primary to secondary and then to alternate. No episodes were observed in alternate. Technical services (ts) noted there was no t wave oversensing and to consider another evaluation in another week. No adverse patient effects were reported. Additional information was received that this patient received additional inappropriate shocks for t wave oversensing in alternate vector. Ts noted the t waves were concerning as they are always present on the presenting electrogram (egm) and are either as tall or taller than the r wave amplitude. Ts recommended obtaining a chest x ray and the clinic is contacting this patient to bring them into the clinic. This s-ICD remains in service. Additional information was received that this s-ICD was explanted and replaced with a transvenous device. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was inspected and analyzed. Visual examination identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode received an inappropriate shock while doing her hair riding in a car. It was noted that the shock was due to muscle noise. The device was programmed to primary vector when the patient received the shock. Positional testing was performed while in the secondary vector which resulted in some muscle noise however, the noise was not being oversensed. The patient will be re evaluated in a few weeks in the clinic. The s-ICD remains in service. No adverse patient effects were reported. Additional information was received that the s-ICD was programmed from primary to secondary and then to alternate. No episodes were observed in alternate. Technical services (ts) noted there was no t wave oversensing and to consider another evaluation in another week. No adverse patient effects were reported. Additional information was received that this patient received additional inappropriate shocks for t wave oversensing in alternate vector. Ts noted the t waves were concerning as they are always present on the presenting electrogram (egm) and are either as tall or taller than the r wave amplitude. Ts recommended obtaining a chest x ray and the clinic is contacting this patient to bring them into the clinic. This s-ICD remains in service. Additional information was received that this s-ICD was explanted and replaced with a transvenous device. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.